Event description:
It was reported that the patient experienced phrenic nerve stimulation. Upon interrogation the left ventricular lead exhibited loss of capture. Lead was imaged and dislodgement was confirmed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomalies were found.